Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the 512d's white gasket ring was off of the trocar and was in the abdomen. This came off of the trocar in the kit. There was no consequences to the pt.